Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the ilio-lumbar artery using penumbra smart coils (smart coils), a non-penumbra microcatheter, and a non-penumbra guide catheter. It was noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance while advancing the smart coil near the distal tip of the microcatheter. Therefore, the smart coil was retracted back into its introducer sheath and removed. The procedure was completed using two additional smart coils, two non-penumbra coils, the same microcatheter, and the same guide catheter. There was no report of an adverse effect to the patient.